Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, it was observed the mesher had a damaged comb. There were no adverse events associated with the damaged comb. The patient was under anesthesia during the 20 minute delay and a new device was used to complete the procedure. There was no harm reported. Due diligence is complete and there is no additional information available at this time.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the device history record identified no deviations or anomalies during manufacturing. Review of the most recent repair record determined the comb was damaged and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional details regarding the event are available.